Event description:
The customer's doctor called to report that the pt was admitted to the hospital for low bg's (specific levels were not provided but are assumed to be less than 70mg/dl). No additional info was provided regarding the incident of the device's involved. No product will be returning for eval.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.